Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample discarded.

Event description:
On (B)(6) 2017, at the hospital (B)(6), one of the kit confidence failure. At the moment of preparing it and trying to apply it into the patient, the product set in less of two minutes causing that not enough cement will be injected. Consequently the second confidence kit that was available was opened to use. Regarding the confidence kit which presented the problem, the hospital policies did not allow to return it and had to be discarded, in addition because the patient presented (B)(6).